Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm due to buttons not responding. Insulin pump received with minor scratched lcd window and stripped battery cap(p) coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump an unexplained non delivery message, buttons that are sticky, and screen that is hard to read because of scratches. The customer's blood glucose level was not provided at the time of the incident. The device will not be returned for analysis.